Event description:
It was reported that during a cryo ablation procedure, blood was observed in the coaxial umbilical cable. Additionally, a "ruptured" balloon was observed. The cable and balloon catheter were replaced with resolve. A preventative maintenance visit took place on a later date and the console was working as expected. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Event summary: the patient data files showed at least twelve applications were performed with catheter 2af284/85134-86 and eight inj ections with catheter 2af284/49920-17 on the date of the event. The data files didn¿t show any system notice on the date of the event. The balloon catheter 2af284/85134-86 was not returned for investigation. In conclusion, analysis and investigation was unable to confirm the rupture issue. The catheter 2af284/85134-86 was not returned for investigation. If information is provided in the future, a supplemental report will be issued.